Event description:
As reported by the (B)(6) affiliate, after the deployment of valve on (B)(6) 2012, that was finished successfully, the valve migration occurred although the date of incidence is unknown. The reasons why this occurred might be due to least calcification, unused of tee peri-procedure for ar evaluation, and the under-expansion of the implanted valve. Therefore, the valve in valve by ta approach was performed to improve the aortic regurgitation (ar) degree on (B)(6), as a rescue procedure. The deployment of the second valve was successfully performed and improved ar severity with two post-dilatation with 1cc plus contrast volume respectively. There was a mild central ar post-dilatation so finished without additional treatment. The possible reason for the migration might be least calcification of the native valve, unused of tee peri-procedure and insufficient expansion of the first valve. The patient got better with ar improvement by approaching valve in valve utilizing ta approach. After a week of second procedure, the degree of central ar was decreased from mild (2+) to 1.5.

Manufacturer narrative:
Fluoro and echo images were provided to edwards for internal review. Observations: pre-tavr tte (B)(6) 2012: right coronary cusp (rcc) and non-coronary cusp (ncc) appear thin, pliable, and without significant calcification. Left coronary cusp (lcc) movement appears restricted. Cd from day of procedure (B)(6) 2012: unable to open cd. Post tavr tte (B)(6) 2012: sapien valve within aortic root, however, exact positioning cannot be evaluated on tte. No severe transvalvular leak. 2+ paravalvular leak at the posterior aortic wall on short axis view. Post tavr tte (B)(6) 2012: no severe transvalvular or paravalvular leak. Moderate to severe mitral regurgitation. Sapien valve appears to be in appropriate position within the native annulus. Cine from 2nd procedure (B)(6) 2012: sapien valve severely canted with the left coronary cusp (lcc) aspect significant ventricular with significant aortic regurgitation. Rcc 60/40 aortic, lcc 93/7 ventricular. Tee from 2nd procedure (B)(6) 2012: severe paravalvular (pvl) and transvalvular leak (tvl). Mid-esophageal long axis view confirms ventricular movement on the rcc aspect of the sapien valve. Possible rcc overhang secondary to ventricular movement of the sapien. This may have contributed to a non-functioning leaflet of the sapien rcc. Coaxial alignment of the second ascendra delivery system/ valve was poor with posterior bias. Impressions: native aortic valve with thin, pliable leaflets and minimal calcification. In addition, minimal oversizing of sapien valve (23.9mm by CT with 23mm sapien) predisposed to valve movement. The intervening period was notable for two ttes, with less than optimal images, that appeared to demonstrate a well positioned sapien with moderate-severe pvl. In contrast, tee on (B)(6) 2012 demonstrated ventricular migration of the rcc aspect of the sapien valve with native leaflet overhang and non-functioning leaflet, and this was accompanied by severe posterior pvl and tvl. Per the sapien valve instructions for use (IFU) and the thv training guide, device migration (due to improper sizing, deployment, or other) is among the potential complications associated with the use of the bioprosthesis. In this particular case, it is probable that the characteristics of the patient's native aortic leaflets (thin, pliable with minimal calcification), and the presence of a septal buldge may have predisposed to the valve movement towards the ventricle. This may have contributed to the ar. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct amount of aortic leaflet calcification is emphasized as a key factor to the placement and fixation of the device. The edwards physician training manual highlights factors that could contribute to valve malposition, including poor positioning by operator, annulus-valve mismatch (under sizing and under dilation), and interference from adjacent structures balloon movement during deployment. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No further actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.